Event description:
It was reported that troubleshooting indicated that the ipg was inoperable and had reached end of life. Surgical intervention was undertaken wherein the ipg was explanted, replaced and moved lower on the left side of patient. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.